Event description:
Patient was implanted with philos plate and screw construct for two years for a fracture. Reportedly the screws broke post-operatively. The patient did not experience any additional trauma. The surgeon confirmed that there was a slight accepted rotation of the distal humeral fragment during the surgery. A revision surgery has not been scheduled. This report is for a 3.5mm cortex screw. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.